Event description:
It was reported that the saw began leaking a black substance during an orthopaedic procedure. There was no reported contact with the pt. At this time, there have been no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.